Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having frequent low flow alarms due to partial outflow graft obstruction (ofgo). The customer requested a low flow alarm threshold adjustment to 2.0 lpm. A system controller software was updated from 1.6 1.7 using the thoratec tech services tool on (B)(6) 2026. The low flow alarm threshold (lfat) was lowered to 2.0 lpm. Updates were performed on the backup controller only as the patient was deemed not appropriated for a controller exchange at the time.

Event description:
It was reported that the patient was having frequent low flow alarms due to partial outflow graft obstruction (ofgo). The customer requested a low flow alarm threshold adjustment to 2.0 lpm. A system controller software was updated from 1.6 1.7 using the thoratec tech services tool on (B)(6) 2026. The low flow alarm threshold (lfat) was lowered to 2.0 lpm. Updates were performed on the backup controller only as the patient was deemed not appropriated for a controller exchange at the time. It was later communicated on(B)(6) 2026 that the patient was appropriate for a controller exchange. The patient's controller was exchanged to a controller that was previously programmed with 2.0 lpm low flow alarm threshold (lfat). The team requested that the current backup controller be programmed with 2.0 low flow alarm limit using the lfat tool. It was later communicated that there were concerns about grinding sounds during auscultation and slowly uptrending power trends. Newer log files captured low flow events on 19mar2026 but no more low flow events in the remainder of the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.